Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The membrane was ruptured and the dialyzer head was cracked. Estimated blood loss was 300 cc's. The patient had no adverse estimated. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.